Manufacturer narrative:
Of the 56 allegations of a malfunction, 43 pumps were returned to animas and investigated. Of the investigated pumps, 7 were found to be malfunctioning due to a single component failure. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 56 malfunction events. A review of the events indicated that the one touch ping model pump experienced a cs 052/053/054/055 sleep issue. These reports were received from various sources. The patients associated with this allegation ranged from 10-74 years of age and between 55 and 228 pounds. Of the reported patients, 29 were male, 26 were female, and 1 was unknown.

Manufacturer narrative:
Device evaluation: in quarter 2 of 2018, there were 1 instances of cs 052/053/054/055 sleep failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the (B)(4) program.